Manufacturer narrative:
(B) (4).

Event description:
The physician reported that the patient had a flipped pump that was confirmed by fluoroscopy. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.